Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they had air bubbles in the reservoir. The customer stated the air bubbles were from a past event. The customer also stated the air bubbles were close to the o-rings. The customer stated the air bubbles were resolved with a infusion set, reservoir and insulin change. The customer's blood glucose was 24 mmol/l. The customer treated their blood glucose with the insulin pen. The reservoir will not be returned for analysis.